Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it is unavailable per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient-related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a 23mm valve on pod #45 due to severe paravalvular leak leading to severe regurgitation. The patient was sent to the ICU in satisfactory condition. As reported, patient underwent re-do aortic valve replacement+ ascending aorta and hemiarch replacement. After coming off bypass, the patient originally retained sinus rhythm; however, patient went to the ventricular fibrillation which was unable to be converted. Later an effective defibrillation was achieved and patient regained sinus rhythm with normal biventricular function. The patient came off bypass with no issues. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Reference CAPA-20-00141.